Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse conducted follow-up with the customer over the phone to address the reported event. The customer explained that the needle hesitated when penetrating a capped tube. The fse instructed the customer to remove the cap, and the device was able to run without errors. Parts were subsequently ordered due to suspicion of a problem with the z-1 motor. On (B)(6) 2016, fse arrived at the site to install the ordered parts. Inspection of the device revealed build-up on the sampler z-axis rail. The fse cleaned and lubricated the rail then, performed sampler loader alignment to center the needle to the tubes. The customer was able to run qc and several patient samples to verify proper operation. No further action was required by field service. The most probable cause of the reported event was due to sampler alignment.

Event description:
On (B)(6) 2016, the customer reported a error 710z-1 axis error with the g8 analyzer. The customer replaced the sample needle but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.